Event description:
The surgeon reported: "the patient implanted on (B)(6) 1988, underwent to revision surgery due to coxarthritis. The cup and the insert not disassembled have been replaced due to the wear of the insert. The head has been replaced for geometrical reasons of the implant."

Manufacturer narrative:
The device information is unknown at this time. The device was reported as an unknown insert. It was noted that the device is not available for evaluation at this time due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.